Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far-field r-wave oversensing resulting in inappropriate mode switch episodes. No device intervention was performed but programming changes were discussed. There were no patient consequences and the patient will continue to be monitored.